Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a duodenopancreatectomy procedure, the device was used to anastomose the stomach and ileum. After firing, the staples malformed with legs straight. Hand sewing was used to complete the procedure. The patient is in stable condition. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing: it was at about 1.5-2.0 mm; what confirmation was received that the device was fully fired: there was no audible or tactile feedback. The surgeon squeezed down the firing trigger until he could not; were there any staples missing from the staple line: no; did the device cut: yes; was the cut line fully circumferential around the target tissue: yes; if the device fully cut, were both tissue donuts present: the surgeon did not report on the donuts; if the device fully cut, were both donuts complete: the surgeon did not report on the donuts.